Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: not provided. The reported device has been received for investigation. Investigation has not yet begun. Once investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported to be noted during implant placement at tooth location 31 that the implant label did not match the implant inside the package. The label was for an internal connection implant. The implant in the package was an external connection. The doctor competed the procedure using another implant. There was no report of patient injury.

Event description:
It was reported to be noted during implant placement at tooth location 31 that the implant label did not match the implant inside the package. The label was for an internal connection implant. The implant in the package was an external connection. The dr. Competed the procedure using another implant. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information.the following sections are being reported:it was reported to be noted during implant placement at tooth location 31 that the implant label did not match the implant inside the package. The label was for an internal connection implant. The implant in the package was an external connection. The dr. Competed the procedure using another implant. There was no report of patient injury. Expiration date: (B)(6) 2023.PMA/510k: 12 jul 2019.an unidentified external connection implant was returned for evaluation. The product was compared to the drawing in the reported device history record (DHR) and found to not match the drawing description of the reported implant. The reported condition that the implant label did not match the implant inside the package. The label was for an internal connection implant. The implant in the package was an external connection was not confirmed.a DHR review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR.a complaint history review was performed for the reported lot number for similar events and one other complaint was identified.a definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.